Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, one undated x-ray photo was provided for review; however, it does not contribute to the root cause of the reported infection. Based on the limited information provided the clinical root cause for the reported infection could not be determined. There is no evidence to support that the smith and nephew device contributed to the reported infection. The future impact to the patient beyond the revision cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tkr washing, at the time of opening the patient, there was a large amounts of pus present, so the tkr implants were removed due to infection and cement spacer was inserted. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.